Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedances. The lead was repositioned several times, yet the high impedances remained. A lead conductor fracture was reported. A new lead was successfully placed, and impedances were within normal range. The attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted cuts puncturing the inner insulation near the terminal end and deformed outer and inner coils, indicative of implant damage. A stylet insertion test noted a blockage near the terminal end, and x-ray confirmed the deformed inner coils due to implant damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no further anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedances. The lead was repositioned several times, yet the high impedances remained. A lead conductor fracture was reported. A new lead was successfully placed, and impedances were within normal range. The attempted lead was returned to boston scientific for analysis. No adverse patient effects were reported.